Manufacturer narrative:
This supplemental report is being submitted against an initial report that was submitted under the previous site registration number (B)(4).

Event description:
It was further reported that as on (B)(6) 2016, the event was still considered continuing. No further patient complications have been reported in relation to this event.

Event description:
It was reported that following the implantation of an elevate anterior the patient experienced mild vaginal pressure. No intervention has been done and the event is considered continuing. No further patient complications have been reported in relation to this event.